Manufacturer narrative:
The reported event was confirmed. The device was used for treatment, had not met specifications and was influenced by the reported failure. Visual evaluation of the sample noted one opened (without original packaging) abramson triple lumen sump drain. It was noted that the drain seemed to be torn on the perforated end of the drain on a drainage eye with the other broken end missing. Our procedure states, "visually inspect for cuts and/or tears in drain or retainer." The length of the outer sheath(sc0920) was measured (15.0") and was within specification(15.00"±0.25"). Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "damaged pin". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Indications for use: sump drains are multi-lumen tubes with a large outflow/suction lumen, air vent, and irrigation/ medication lumen. Sump drains allow for large amounts of fluid to be removed from a wound to help prevent potential accumulation. It may be attached to a suction apparatus."

Event description:
It was reported that "according to the surgeon, the device does not have the right length." Per an email received from the ibc representative on (B)(6) 2019, the customer informed us that the event occurred during a pretest and another probe was used. Per an email received from the investigator on (B)(6) 2019, per the sample evaluation, there was a break on the tip of the drain where it enters the user.